Event description:
Retention of mediastinal blake drain noted upon removal. Pt has initial episode of hypotension requiring 250ml nss bolus. B/p improved, no other hypotensive episodes noted. Pt to return to or this afternoon for removal of retained drain. Pt returned to or. Blake drain removed intact. Pt transitioned to stepdown status. No further complications noted. It was felt that a suture may have gone over the tubing causing a tear and when the drain was pulled it snapped at the torn site causing the retained portion.